Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due an incorrect lens power where the patient was complaining about poor vision. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up it was learned that the patient did not like the multifocal part of the iol. The customer noted that it had nothing to do with product quality or handling product issues. There was no problems with calculation, just patient specific preference. Additionally, there was no incision enlargement no vitrectomy and no patient post-op injury. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/23/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.